Event description:
Reportedly, on 4-march-2025, the transmitter displays "no network".

Manufacturer narrative:
Analysis of the subject returned device did not confirm the reported issue. The device work correctly and is able to connect to network. The most probable hypothesis is that a component failure or a poor network coverage caused the reported event at the moment when the event occured. No cause for the reported event could be clearly established. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.